Manufacturer narrative:
(B)(4). Date sent: 12/17/2025. D4: batch # 161d59. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch 161d59 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the circular stapler did not function properly during the stapling of the rectum lesion, requiring the use of another * grabber. The stapler cut the fabric, fired the staples and did not close the staple line, without proper line formation and staple. The procedure was completed successfully and no patient consequences were reported.